Manufacturer narrative:
(B)(4). No pump error alarm or pump error alarm noted during testing, however pump error alarm noted in trace download analysis due to moisture damage. Device passed self test, occlusion test, force sensor test, basic occlusion test, prime/seating test, rewind test and displacement test. During visual inspection, found motor and electronic stack moisture damage.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump error alarms during rewind. The customer¿s blood glucose level was 111 mg/dl at the time of incident. Customer stated that the insulin pump was not exposed to high magnetic field. Customer was able to clear the alarms and able to complete insulin pump rewind. Customer performed displacement test and it was passed. Customer stated that the insulin pump was not dropped or bumped. Customer performed self test and it was passed. The insulin pump will be returned for analysis.